Event description:
Customer reported that a burette tubing came apart at the upper junction of the pumping segment while in use and fluid leaked. There was no patient harm reported and no medical intervention was required. Customer stated that no additional event or patient information is available.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.